Event description:
The customer's mother reported via phone call that the customer had a button error alarm. Customer's blood glucose was 145 mg/dl at the time of the incident. Customer's mother was advised that the pump will need to be replaced. Customer's mother was also advised that the customer will need to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, intermittent button response was noted due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.